Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump displayed intermittent, erratic behavior. Reportedly, the pump menus would self-scroll and flicker. The customer was off the pump and was relying on manual injections for therapy at the time of the call. There was no known impact to the customer's blood glucose level.